Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns", "rupture", "asymmetry" and pain. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: a.4. Weight: 202.9 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "particles in valve." Medication prescribed to patient for capsular contracture, not specified as to type of medication. Device has been explanted.

Manufacturer narrative:
Corrected data: g.3 aware date in supplemental medwatch 2 should have been listed as 22apr2026.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns", "rupture", "asymmetry" and pain. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and broken plug strap are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns", "rupture", "asymmetry" and pain. This record is for the right side. Healthcare professional later reported "particles in valve." Medication prescribed to patient for capsular contracture, not specified as to type of medication. Device has been explanted.